Event description:
The device was used during an unk procedure. The clips did not form properly. There was no consequence to the pt. 6/16/97 a new device was opened to complete the case. No information is available on the formation of the clips.